Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis in poor condition. The left and right plunger cases were damaged upon visual inspection. The event history log review found a check clutch / plunger lever error. Occlusion test performed with complaint verified but, the reported motor rate error could not be repeated. Based on the evidence, the root cause could not be determined. However, the abnormal wear of the clutch halves could have been noted to cause the complaint. The pump was repaired and passed functional testing.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.